Manufacturer narrative:
Investigation under (B)(4) is on going. Evaluation results: visual inspection of the lens showed surgical residue and one optic was torn.

Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and was damaged. The lens was not implanted and there was no patient contact. It is unknown as to what caused the product malfunction.